Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted diode, designator cr44. The shorted diode caused damage to multiple components on the pcb which resulted in all therapy functions being inoperative.

Event description:
It was originally reported to physio-control that the customer's device had a service indicator present. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that it gave a "disarming message" almost instantly after pressing the charge button during testing. As a result, the device was unable to provide defibrillation energy if it were necessary.